Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred at 10pm on either (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿246mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with insulin pump therapy and stated that they had been consuming less food and/or drink from (B)(6) 2017. The patient informed the cca that 2-3 hours after the alleged product issue occurred they developed the symptoms of ¿shaky and nervous¿; symptoms which the patient associated with hypoglycemia. The patient stated that they did not require any form of treatment as a result of these symptoms. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter. The patient walked through a control solution test with the cca and the result fell out with the acceptable control solution range for the test strips being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.